Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 475c76. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and no returned and no reload was received. No functional testing could be performed due to the condition of the device. No conclusion could be reached as to how the firing trigger became damaged as no cartridge was returned for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Firing through the lockout mechanism will break the instrument. Device history review: a manufacturing record evaluation was performed for the finished device batch number 475c76, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, that they tried two of the devices but both locked out when trying to fire. Third one was used to finish procedure. No patient harm was reported.